Manufacturer narrative:
The unit was received with a blank display due to corroded electronic assemblies. No constant tone was noted. The unit was received with a corroded motor home switch. The following physical damage was found: cracked casing at the display window corners, lcd window, reservoir tube, reservoir tube window, and battery tube threads.

Event description:
The customer reported via phone call that her insulin pump absolutely died; the customer went swimming while wearing the device and the device let out a loud humming noise. The customer changed the battery but the device did not turn on. The patient's blood glucose at the time of incident was 165 mg/dl. Troubleshooting was initiated for the device exposure to moisture. The customer confirmed that the device went blank immediately after moisture exposure. A constant tone was also occurring. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.